Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was performed self test and hardware low level failures alarm occurred after self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace on keypad assembly.